Event description:
It was reported to boston scientific corporation on june 11, 2007 that a c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter was used during a procedure three days prior (patient gender, age and weight unknown). According to the complainant, the balloon was inflated to 4.5atms/13.5mm without a problem. The physician attempted to inflate the balloon to 15mm and the balloon ruptured inside of the patient. No part of the device fell into the patient's body. The procedure was successfully completed with another c.r.e. Balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. The complaint device was returned for evaluation and a visual examination revealed a longitudinal tear confirming that the balloon had burst. Balloon damage may occur due to a sharp exterior source penetrating the balloon, such as a calcified lesion, surgical staples or sutures, etc. Or as a result of damage to the balloon during insertion through the scope.